Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from 50-60 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause was due to the customer¿s personal profile requiring adjustments, customer understood and acknowledged. Customer updated their settings to address the event and continued to use pump for insulin therapy.

Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.